Manufacturer narrative:
The biomedical engineer troubleshot the reported complaint with ge healthcare technical support. It was recommended to replace the gas inlet valve solenoid.

Event description:
The hospital reported the unit alarmed during a case, this alarm would have indicated a loss of mechanical ventilation. The unit was swapped out and the case was able to continue. There was no report of patient injury.